Manufacturer narrative:
The full lead was returned and analyzed. No anomalies were found. Visual summary analysis of the lead indicated apparent implant damage. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead dislodged when the atrial introducer was being placed. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.